Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 1003 for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind the fault code. A save to disk analysis was performed. Results noted there was a high energy drain on the battery, and replacement was recommended. The ICD was explanted. No adverse patient effects were reported.